Event description:
Reporter alleged blood glucose was 250+ mg/dl over a year ago and went to the hospital. It was reported hospital ran tests however no values could be provided due to the timing of the alleged incident. Reporter stated readings were >120mg/dl and <250mg/dl. No treatment was reportedly provided at the hospital. A request was made for the return of the suspect device and replacement product was sent.